Event description:
It was reported that cartridge alarm 20 occurred and issue did not involve load process or any previous occurrence with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge with guidance from technical support but alarm recurred, so pump replacement was arranged under warranty, customer planned to use multiple daily injections as backup, was instructed to place pump in storage mode, transfer pump settings and cgm connection to replacement pump, and return affected pump using prepaid label.